Event description:
Acct reports leaking at the connection of the tubing to the hub where the "pigtails" connect. No pt injury reported but there have been incidents where they have found the bed wet due to leaking. Product is used on neonates. States they have had a "couple" of incidents requiring incident reports. States one was that they had to restart a "PICC" line because it clotted off. There was no long term effect to the child.